Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction the initial with information inadvertently left out. An olympus employee has reviewed the user facility¿s bedside cleaning, leak testing and manual cleaning. In addition, an olympus endoscopy support specialist (ess) will be dispatched to observed additional reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon occurred due to reprocessing deviation from instructions for use. However, the root cause could not be specified. The event can be detected and prevented by following the instructions for use which state: "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus that while using the evis exera iii colonovideoscope for a diagnostic esophagogastroduodenoscopy (egd), while using a forceps in the biopsy channel, the scope had tissue remaining in the channel from the prior patient which was expelled into the patient's esophagus. The tissue was removed. The procedure was not canceled or postponed, nor was there a procedural delay; the exam was completed with the same scope. There were no other devices connected at the time of the event, and no error messages were present. It was stated that there was no known infection risk, and the patient did not undergo any interventions such as prophylactic antibiotics or infection related testing. The facility was unable to confirm if the patient was infection free at the time of follow up.